Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window and scratched reservoir tube window. The insulin pump was monitored and no unexpected powering off or shutting down occurred during testing. (B)(4).

Event description:
Customer's mother reported via phone call damage to the insulin pump. Customer's blood glucose level was 504 mg/dl. Customer's mother advised that the insulin pump turned off without warning. Troubleshooting for the cosmetic damage was performed. Customer's mother advised that the crack is on the upper right hand corner near the up and down arrows. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.